Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was address by a manual insulin injection.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.